Event description:
The custromer reported the coulter hmx analyzer with autoloader was generating r flags on platelet (plt) results and was generating noise on the plt histogram. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the instrument was generating flags on plts. The fse replaced the r/w preamp card, which repaired plt flags and noise. The repairs were verified per established procedures. (B)(4).